Event description:
Lead management case to remove an infected ICD system from 2000. The ra lead (implanted for 120 months) was removed with a 14fr glidelight successfully but the ICD lead (implanted for 120 months) was severely scarred and a 16fr glidelight was being used. The bp dropped and a pericardiocentesis was performed while preparations were being made for a sternotomy, however rescue efforts were not successful and the patient did not survive.